Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had unexpected restarts, battery out limits, off/no power alerts, low battery alerts, and an additional error alarm. Blood glucose level at the time of the incident was 380 mg/dl. Caller also reported that the battery cap was badly damaged and difficult to remove. The caller was advised that a replacement battery cap would be shipped out. The insulin pump was not replaced or returned for analysis.